Manufacturer narrative:
Product ID 3889-28, lot# va0a1fx , implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported the implantable neurostimulator ¿popped out.¿ per manufacturer¿s device registry the full system was removed on 2014 (B)(6). No additional symptoms were reported and no outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information received from the healthcare provider (hcp) reported that the implantable neurostimulator (ins) moved inside of the patient's pocket, such that it was perpendicular to her body; it did not "pop" out. Surgery was performed to fix the pocket and the patient recovered without permanent impairment.